Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per supplier evaluation, the unit was tested on the final test rig against the final test parameters. The investigation concluded that the unit operated within the range of acceptable electrical output, but the curve assessment failed. At 100% oxygen (o2) the signal curve did not show the expected appearance but instead was bent. Further investigation was done in the lab that included verification of the measured values from the test rig as well as the dismantling of the unit for further cause analysis and the search for any gas bubbles or other failures. Investigators could not detect any gas bubbles, leakages, or signs of elevated levels of dehydration. Therefore, the front grid was removed and the unit was tested again with no observation of abnormal curve appearance afterwards. It was determined that there most likely was too much mechanical pressure from the grid on the sensing area. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the product surveillance technician (pst), the oxygen (o2) sensor voltage output was 10.8 millivolts (mv). Specification for the voltage is between 9mv and 13mv. The service repair technician (srt) duplicated the reported complaint. The electronic patient gas system (egps) successfully passed calibration. The epgs was then powered on for about a half an hour and then a 'gas system: knob adjust only' message appeared followed by a 'service gas system' message. The o2 sensor was replaced. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). The epgs passed all performance/verification testing. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the epgs to a lab use only (luo) ccm, powered on the epgs and observed it to pass self-test and calibration. The pst performed verification/release testing and the epgs failed. The fraction of inspired oxygen (fio2) values were out of specification. The oxygen (o2) sensor was removed and a luo o2 sensor was installed and the epgs was powered on. The epgs passed self-test, calibration and verification/release testing. It was determined that the customer o2 sensor was defective. This complaint is related to (B)(4) / MFR# 1828100-2021-00384.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'service gas system' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.